Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00631005032 60794954 trilogy liner longevity crosslinked polyethylene; 00625006540 60773984 bone screw self-tapping 6.5 mm dia. 40 mm length; 00620205022 60778337 shell porous with cluster holes 50 mm; 00771100700 60718322 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04363.

Event description:
It was reported patient¿s hip was revised approximately 10 years post-implantation due to pain and dislocation. Surgeon reported patient had elevated cobalt levels in blood. Surgeon also noted dead tissue with abnormal color. The patient¿s head and liner were removed. Attempts have been made and additional information on the reported event is unavailable at this time.